Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent surgery in which floseal was applied to the spleen for splenic bleeding during a sleeve gastrectomy. Seven days after the initial surgery, the patient underwent another surgery for a "bleed" and according to the surgeon floseal was not present. It was later reported that at the time of the first surgery, it was difficult to irrigate all the excess floseal away and get to the source of the bleed. The patient experienced pain and an abscess at the left abdominal flank had ¿walled off¿ was observed after testing. Drains were inserted. It was reported there were no bacteria present and only few white blood cells. No additional information is available.

Manufacturer narrative:
C1: manufacturer/compounder: baxter healthcare - hayward 2024 w winton ave hayward, ca 94545 united states. Should additional relevant information become available, a supplemental report will be submitted.